Event description:
It was reported that the patient was revised approximately twelve years post-implantation due to a dislocation. During the revision surgery, the surgeon noticed trunnion wear and a pseudotumor possibly due to metal ion release. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) visual examination of the provided pictures identified black debris on the inside of the head as well as on the trunnion of the stem. Both devices are covered in bio-debris, and the picture of the stem shows it still remains within the joint. The surrounding tissues are discolored. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed. Review of the available records identified the following: right hip arthroplasty dislocation. Osteolysis as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays confirming the dislocation and provided pictures of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.